Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch #303d53. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 303d53, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2026. Video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows an echelon 3000 in the user's hands. When the articulation button is pressed, the device articulates correctly; however, the articulation automatically returns to the straight position without the home button being pressed. The same sequence repeats: when the articulation button is pressed again, the device operates as expected, but it again returns automatically to the straight position. No conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number a97y1v, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler automatically straightened itself after being angled. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record was performed for the finished device ech60s lot number a97y1v and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2029. D4: batch # 303d53. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. After the analysis, when the articulation button is pressed, the device articulates correctly; however, the articulation automatically returns to the straight position without the home button being pressed. The shrouds was removed to verify the integrity of the internal components and no abnormalities were found. After further analysis, it was determined that the pcb was not functioning correctly due to an electrical issue with the left home button. The damage to the pcb is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number 303d53, and no non-conformances related to the reported complaint condition were identified.